Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05334 for the other associated device information. It was reported to boston scientific corporation that a three port through the peg jejunal feeding tube (j-tube) was placed on (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the nurse saw stomach contents leaking for a tear in the side of the y-port. A new three port through the peg jejunal feeding tube (j-tube) was opened however this kit also had a tear in the side of the y-port. This device was not placed. Until receipt of another new three port through the peg jejunal feeding tube (j-tube), surgical tape had been placed over the tear in the original device and the patient was able to receive nutrition through the device. On (B)(6), 2010 the patient received a new three port through the peg jejunal feeding tube (j-tube). The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Articulation link one (B)(4) device was received with a cartridge reload loaded on the device. The device was tested for functionality with a test cartridge and it fired cut and formed all staple as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. However upon removal of the joint cover the articulation link was found broken. An investigation has been initiated for the articulation link. This finding however is unrelated to the reported incident.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, after the fifth firing it would not release. It is unknown how it was removed from tissue. No other details are known. No patient impact reported. (B) (6).